Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a patient the device's display blanked out. Complainant indicated that the clinician obtained another device to continue treating the patient. The device was removed from service and tested, and the device inappropriately shut down when pressure was applied to the device's battery.